Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that venflon 2 gn 18ga IV cannula leaked. The following information was provided by the initial reporter: during last month and a half, on several different occasions, during the injection of a contrast agent (iodine) in CT scan, the contrast agent appears to come out under pressure from the upper port of the venflon.